Manufacturer narrative:
The lens was returned and evaluated. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
The investigation of this event is still ongoing. A follow-up report will be provided upon conclusion of the investigation.

Event description:
It was reported that after the implantation of an intraocular lens (iol), the patient complained of poor visual acuity and headaches. Approximately 3 months post-implantation of the initial iol, the lens was removed and replaced with a different model iol. Additional information was requested, but not received.